Event description:
Diagnostic hysteroscopy followed by laparoscopy for removal of right ovarian cyst. During lateral insertion of the 5 mm. Secondary trocar, bleeding was noted from the trocar insertion site. Conversion to laparotomy for suture ligation of lacerated epigastric vessels.